Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 20-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving unknown baclofen via an implanted pump. It was reported the patient was experiencing withdrawal symptoms. The cause of the symptoms and actions taken were unknown. The patient's pump and catheter was planned to be replaced on (B)(6) 2020. It was noted the issue was not resolved.